Manufacturer narrative:
MFR received date: 16 jul 2019. Date of report received: 16 jul 2019. The field service support confirmed the reported issue. Power on / off of the light emitting diode (led) does not light up. The field service support then replaced the power switch overlay to address the issue. Performed periodic preventive maintenance. No other abnormalities were confirmed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Unit was checked overall and passed the functional and run in tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18 jun 2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Event description:
The customer reported a faulty led indicator. No patient involvement.